Event description:
Additional information was received and it was reported that the pump was replaced because it had slipped out of the pocket and they could no longer refill it; the pump began to spin every time they tried to fill it. The patient had lupus and thought that perhaps this preexisting condition affected the scar tissue and pocket area. The patient stated that she was in the intensive care unit for a week because during the replacement the catheter popped out and drug had saturated the surrounding tissue. The patient was taken off medications with this event and she was in excruciating pain. The new pump was put in a mesh pouch and was sutured into place.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reports the patient underwent device revision due to the pump flipping in the pocket. Additional information received indicates the pump pocket size was less than two times the size of the pump. The pump was not anchored with a dacron pouch or sutured in place. This was the initial pump site and had not been previously used for a device. This was the first occurrence of pump flipping for this patient and the patient had not lost or gained weight recently. The patient did manipulate the pump. There was no csf leak, hematoma or fluid collection. No pocket infection occurred. The patient reported several falls. As a result of the pump flipping the patient experienced intermittent pain control which was treated with oral medication. When the surgeon removed the pump from the pocket the catheter was reportedly disconnected from the pump. It is unk when the catheter disconnected from the pump. The new pump was filled with the old drug and the pump was programmed to a minimum rate. The drug used in the pump was hydromorphone. The patient was admitted to the hospital ICU for observation and an increase in drug titration. The patient experienced some withdrawal symptoms and increased pain over a 3 day period during rapid titration phase indicating the catheter connection was patent. Pain control was established and the patient was released from the hospital 4 days post revision with good outcome.